Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) left bundle branch lead was placed in the myocardium the helix was adjusted however no good waveform was obtained. The lead location was changed by counter-torque and the lead could not be removed. It was suspected that it had become tangled in the myocardium. Attempts were made to slowly rotate in the opposite direction and by pulling the lead out repeatedly however the lead would not come out. The delivery catheter was moved to the tip and tried to remove the lead but the lead would not come out. The lead was pulled forcefully which broke the helix at the tip and the upper part was able to come out from there. The lead helix was twisted and deformed due to rotation with a lead fracture. The physician expressed concern as to whether there were any abnormal findings in the delivery catheter. The lead and delivery catheter were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the delivery catheter was returned and analyzed. The mechanical operation of the catheter shaft was kinked/buckled. There was an issue with the catheter shaft. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The shaft of the delivery catheter was kink/buckled and damaged at 45.8 cm. The distal orifice of the delivery catheter shaft was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.